Event description:
It was reported that one day post implant the left ventricular (lv) lead morphology had changed. Chest x-ray was done and the lead had dislodged. During the lv revision the right atrial (ra) lead dislodged. Both leads were explanted and replaced. The patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.